Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays motor fault alarms. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to confirm the reported event and determined the most likely cause of the reported event is the power supply assembly. After replacing the power supply assembly, the issue was resolved and no motor fault alarms occurred. The fsr performed the operational verification procedure and reported the device meets service specifications.